Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user believes an air bubble is in the luer lock. Reportedly, the user does not see well. The user primed the tubing to remove the air bubble; however, the bubble was not moving. The user resumed insulin delivery and reported a blood glucose level of around 95 mg/dl.